Event description:
The customer received questionable results on human chorionic gonadotropin plus the beta subunit (hcg+b) for one patient sample. All results are in miu/ml. The initial sample was run and recovered 1.7. This result was reported outside of the laboratory and was considered incorrect by the customer. On (B)(6) 2012, a second sample was obtained and recovered 291.5. This result was reported outside of the laboratory and was considered correct. The doctor questioned the results because the patient had lost a baby and expected to see an hcg+b decrease, not increase. The initial sample was rerun on the same analyzer and recovered 1185. This result was reported outside of the laboratory and was considered correct by the customer. The initial sample was run an additional time for troubleshooting on another cobas c6000 serial number (B)(4), and recovered 1206. This result was not reported outside of the laboratory. There was no adverse event. The hcg+b reagent lot in use was 16758402, with an expiration date of 07/31/2013. The field service representative was unable to find a problem. He checked the system and executed performance testing, which passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
The field service representative also checked the liquid level detection and sample pipettor. He adjusted the sample liquid level detection. He performed a system volume check.

Manufacturer narrative:
The investigation was unable to determine a specific root cause. No issues were found during instrument check. It was noted that the customer was not using tube adapters as recommended which may have caused this event.